Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an error code 13 at power up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported power-up failure. However, upon power up of the unit and review of the unit's logs, the fse verified the error code 13 and a start up timeout etf. The fse also observed that the logs indicated a drive manifold verification. As such, the drive manifold assembly was replaced as a precaution. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an error code 13 at power up. There was no patient involvement, and no adverse event reported.